Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (below 40 mg/dl). The customer consumed carbohydrates and glucagon to address the low bg. The customer did not know what caused the low bg and declined tandem technical support's offer to troubleshoot. The customer reverted to using a non-tandem pump to manage diabetes.